Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8598a, lot# hg0zlcd03, product type: catheter. Product ID: 8578, lot# hg0bax102, product type: catheter. Product ID: 8709, serial (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a patient who was receiving 4000 mcg/ml fentanyl at 849.4 mcg/day via an implantable infusion pump for non-malignant pain, failed back surgery syndrome and multiple back surgeries. It was reported that the patient has had increased pain since january. There were no environmental/external/patient factors that may have led or contributed to the issue. A dye study was performed but the results were unknown. A catheter revision was done because it was determined that the catheter was cracked. It was reported that the issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.